Event description:
Account reports one incident in which the hcp inadvertantly hung a 20 micron filter set, (account normally utilizes a 170 micron filter), for infusion of stem cells.the reporter was concerned due to not knowing if a 20 micron filter could be utilized for stem cell transplant without damaging the cells, or was there a need to harvest the patient again and re-infuse.